Event description:
An (B)(6) female with end-stage dementia was admitted to the geripsych unit for psychiatric stabilization. The pt was in her bed with the bed alarm on and two side rails up with close observation due to her lack of safety awareness and impulsiveness. The pt was found on the floor by the mhc and the bed alarm did not alarm. The pt sustained no apparent injury from the fall. The new bed was taken out of service and found to have an inoperative bed exit alarm. The scale pc board was defective and replaced. Following the repair the bed was placed back in service.